Manufacturer narrative:
Correction: serial number and UDI number were updated to the correct system identification. Manufacturing date was updated with correct date for sn (B)(4). In follow up #1 it was reported the following: ''field service specialist visited the account after the event and performed preventive maintenance checklist and system optimization. No failure detected''. This info was related to the original serial number reported for this case however, based on the correction of the serial number this info no longer applies.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that after lasik procedure patient had striae in 1 eye and required phototherapeutic keratectomy to be done. Patient post op best corrected visual acuity was 20/25. This is patient 2 of 2.

Manufacturer narrative:
Additional information: field service specialist visited the account after the event and performed preventive maintenance checklist and system optimization. No failure detected. All pertinent information available to abbott medical optics has been submitted.